Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed. No harm requiring medical intervention was reported. Mmt-1880 was requested and the device was returned for analysis.

Manufacturer narrative:
Unit powered on with open book image. Pump was cut open to perform a visual inspection and found moisture damage on pcba1, pcba2, keypad flex connector, j7 connector, and force sensor. Isolate to electronic stack. Test p-cap locked in place properly during testing. The following damages were also noted: cracked case-corner of belt clip rails, cracked case (battery tube), cracked case, pillowing keypad overlay, and scratched case in summary, customer concern for cosmetic damage at battery compartment confirmed per visual inspection. Open book image confirmed due to corroded electronic assembly, isolate to electronic stack. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.